Event description:
Allegedly the 3/16" pvc drain broke off approx. 9cm from distal tip. The catheter possibly was located in the hip capsule of patient who had undergone hip arthroplasty. Doctor wanted to have catheter tested for weakness, but hospital would not release. Patient was re-operated in to remove catheter.